Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and no delivery during a bolus attempt. Customer's blood glucose was 403 mg/dl at the time of incident. Troubleshooting found that the cannula was bent and that the pump may have exposed to water, however the pump was able to complete the rewind sequence and passed the displacement test. The customer was advised to monitor the pump and call back if further assistance needed.